Event description:
Medical physicist reported that the software was not bringing up the most recent images. The software automatically imports the most recently saved image. In this case, the user was sending all images for a pt at once, which meant the most recently saved image was not the image just taken for this particular pt. If the user ignored the resulting warning message and also failed to verify the image, this could lead to a mistreatment.

Manufacturer narrative:
This is an instance where a possibility of mistreatment exists if the user fails to verify that the correct image is imported. The user would also need to ignore a warning message about the age of the image. No pt injury occurred. However, the incident raised the possibility of, and the service engineer logged the concern of, a related issue for a different configuration. In this alternate (and rare) configuration, multiple images are copied over automatically. The user does not pick which ones to send. They choose based on which image is the 'new' one, as told to them in a part of isoloc. The user is responsible for choosing the correct two images from a subset, based on info made available to them. Details about the time of image acquisition are unavailable in this set up because they are not included along with the image. If the user chooses the wrong image, no warning is available to tell the user that they might be looking at an old image. Because image acquisition time checking is unavailable in this configuration, it was determined to attach to an outgoing advisory a note urging users to take extra precaution if their imaging devices do not send image acquisition item info along with the image. A notification letter was generated and mailed out to all users on 4/14/06 to notify them of this.